Event description:
When this patient arrived for a follow-up, this device could not be interrogated. The impedance on this lead was greater than 3000 ohms. While replacing the device, the physician noted a possible insulation break and also replaced this lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Multiple signs of wear were found along the lead body. At the distal part of the lead, the insulation was found rubbed through and the conductor cable to the ring electrode was found fractured. This damage can be considered as the root cause of the out-of-range impedance measurements mentioned in the complaint description. Further analysis revealed a rubbed through insulation and fractured conductor cable to the rv shock coil at the proximal part of the lead. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state such as mechanical forces as the result of interaction between the lead body and the ICD housing. The analysis did not reveal any sign of a material or manufacturing problem.